Event description:
It was reported that the patient presented for a system implant. The right atrial lead was placed in the patient and no sensing was observed with the pacing system analyzer. Noise was noted once an alligator clip was used. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.